Manufacturer narrative:
(B)(4). Concomitant medical products: item# in0502, lot# 102154-0143, n-force blue large mix system; item# in0501, lot# 102059-0117, n-force blue 10cc. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Discarded.

Event description:
It was reported that during surgery, due to the poor threads of n-force screw, an additional screw delivery system and bsm were used. No additional patient consequences were reported.